Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set); which occurred on the homechoice (hc) during dwell. The home patient (hp) stated they had already cleared the alarm, and just needed assistance removing the cassette. The technical service representative (tsr) explained the alarm and assisted with removing the set. Baxter product surveillance contacted the hp on (B)(4) 2012 the regarding reported problem. The hp stated they continued therapy using manual supplies that evening, and everything went fine. The hp stated they are not sure what caused the alarm. The hp stated as far as the system error goes they are not sure if the solution bags affected the alarm or not. The hp stated they have not had any further problems since, and therapy has been going well. The hp stated they have discussed with their clinic nurse regarding the reported problems, and everything is okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.